Event description:
Tubing for power injection of contrast cracked, causing contrast to leak and not be delivered to the patient.====================== health professional's impression======================no adverse event